Event description:
It was reported that a malfunction alarm occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue, allowing them to continue using the pump. The customer was advised to contact technical support if the issue recurred.